Event description:
Medtronic received information that prior to use (during demo/installation) of an act plus instrument, it was reported that the instrument was not passing quality control (qc) testing. The use of the instrument was unknown. There was no adverse patient effect reported with this event. Medtronic received additional information that the liquid quality control is performed weekly, and this result fell out of range. The electronic quality control passed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not passing quality control (qc) testing was not verified during service. Reported errors could not be verified or duplicated. However, a review of the error logs revealed the following fault codes: error code 10: bar reference and error code 12: no flag. The issue was resolved by replacing the sensor assembly flag, the assy switch softkey act plus, the keypad overlay intl act plus, the assy switch keypad act plus and the overlay softkey intl act plus. Preventive maintenance was performed per specifications. H.6: annex b and annex c codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.